Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported "when applying up angulation, the image does not display." The event reported occurred during service / maintenance (not in a clinical setting) involving an olympus bronchovideoscope. There was no patient injury reported.